Manufacturer narrative:
Internal complaint reference: (B)(4). Device was returned for evaluation. Sections d9, h3, h6 and h11 were updated. H11: results of investigation: the real intelligence robotic drill, part number rob10013, serial number (B)(6), used for treatment was returned for evaluation. The reported problem could not be confirmed with a visual inspection. Nothing was identified visually that contributed to the reported problem. The reported problem was not confirmed with a functional evaluation. The complaint drill was connected to a functioning cori console. A kpc test was performed and passed with no failures. A tka case was then set up and completed with no errors. Screenshots and system log files are required to complete a thorough investigation. In absence of xsession logs, a review of the provided system log files and screenshots was completed with the software support team. The reported problem was not confirmed. Upon reviewing the provided logs, there was no evidence of issues related to handpiece. As mentioned in the description about the drill not spinning, in the absence of xsession log a detailed analysis is not possible for handpiece related issues. Should the missing files become available, the case can be reopened. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A review of manufacturing records indicates the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file, and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problems with the drill were not confirmed through a visual, functional evaluation or log file review, factors contributing to the reported symptom may have been associated with an internal connection failure or debris preventing the bur from spinning. The femur distal screen displaying red could not be confirmed, however, the user technique/variance could have contributed with the reported issue. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H11: internal complaint reference: case (B)(6). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a tka, at the distal burring stage, the burr of a real intelligence robotic drill was not spinning as strongly compared to calibration and not retracting normally so was not removing hardly any bone. However the femur distal screen displayed red as if we burred beyond the planned resection. Verification check cleared and it was recalibrated but that did not fix the issue. The procedure was resumed, after a non-significant surgical delay, with a change in surgical technique, to manual procedure. No further complications were reported.